Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 13th february 2009 and that it had performed to specification up to the 21st august 2011. On the 28th august 2011 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 8th december 2011 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration were recorded on the 16th march 2016. Investigation reported the fault to be contributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.